Event description:
During preflush prior to placement, a hole was found in catheter. A new tray was opended and the same thing happended to 2nd catheter. A thrid tray was opened and the catheter was successfully placed.